Event description:
The tip of a lodi implant fractured. The implant was removed from the patient and placed another implant. Loss of integration.

Event description:
The tip of a lodi implant fractured. The implant was removed from the patient and placed another implant. Loss of integration.